Manufacturer narrative:
Siemens is in the process of evaluating this event. The cause for this event is unknown.

Event description:
The customer reported discrepant elevated potassium results run on two different rp 500s. There was no report of injury due to this event.

Manufacturer narrative:
Siemens analyzed the data files. The system was performing typically with no calibration errors or system errors. The sensor output is consistent with the results provided. Suspect pre-analytical factors involved in the difficulty in obtaining heel stick samples including but not limited to hemolysis.